Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty ECG shield on the analog board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine biomed test, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.